Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
On (B)(6) 2014, the pump was refilled. The patient had complained about the fill stating it was very painful when the medication was put in and it had never hurt before. The patient was also shaking. Following the refill, the patient went out for dinner and by the time he got home he was having muscle spasms and was in pain. On (B)(6) 2014, the patient requested to be taken to the emergency room due to the pain. The patient was admitted with an elevated white count (19000). The doctor wanted the pump turned off. The device system was used to deliver infumorph.

Event description:
It was later reported that the patient had some problems with the pump which started in october when the health care professional (hcp) refilled the pump. It was noted that from that day forward the patient has had severe problems. The patient was hospitalized because he was going through withdrawals. A dye study was done in the first part of november. The studies were noted to have found the pump and tube working properly. The patient was still in pain. The hcp increased the pump 17% in 2 days which did not help. They also thought the morphine was contaminated so they took it out and put in new morphine and there was no change. Then they set the pump to give a daily boost at 8am, which also did not help. The patient thought the problem was one day it is working perfectly and then now it's not and all the increases have not helped. They have also changed the patient¿s oral medications. The patient was taking methadone along with oral patches to reduce the pain because the pump is not taking care of the problem.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient never had therapeutic effect. It was noted that the pump had gone through all testing and the pump was operating well. The patient hasn't had relief in 4 months. The patient was on all type of oral medication. At an office visit scheduled for the day of report, they were going to withdrawal all the medication from the pump and access medication to see if working or not. The pump was later noted as not operating and they were going to extract medication to see what's in it.